Manufacturer narrative:
Patient date of birth and weight were not provided for reporting. Date of event is unknown. This report is for one (1) unknown matrixmandible screw. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown matrixmandible screw. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the arch bar bent and the right mandibular arch bar screws came out of a matrixwave maxillomandibular fixation (mmf) system on an unknown date postoperatively. The system was originally implanted on (B)(6) 2016 during an open reduction and internal fixation (orif) due to bilateral mandible body fractures, severely displaced on the right. The patient was noted to have an open bite at the clinic and then presented to the emergency department with hardware malfunction; the right mandibular arch bar screws came out when he was eating mashed potatoes and the arch bar was bent. The bent portion of the arch bar was removed in the emergency department. On (B)(6) 2016 the patient underwent arch bar removal with plan for likely orthognathic surgery one year post injury. This report is for one (1) unknown matrixmandible screw. This is report 2 of 2 for (B)(4).